Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two homechoice automated pd set¿s with cassette were damaged and as a result leaked. This issue was identified during set up/preparation. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two actual samples were received for evaluation. Visual inspection did not note any issues. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. For the first sample (leak in the cassette sheeting) an integrity test was performed which revealed a leak due to a small hole in the cassette sheeting. A test with the uson leak tester was performed, finding that the leak is detectable with the controls in process. For the second sample (leak in the patient line) an integrity test, free flow test and a clamp function test were performed with satisfactory results. During simulated therapy in homechoice device, the sample did not complete the process correctly; during the prime process, a leak was observed between the connector and the pull-ring in the patient line, and during the drain phase presented a system error 2240. For both samples the reported condition was verified. An assignable cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.